Manufacturer narrative:
The physician intended to use a sprinter otw balloon catheter during an alcohol procedure. There was a risk of alcohol leakage into the coronary artery. It is recorded that they used another balloon to complete procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter otw balloon catheter was intended to be used. It is reported that during balloon inflation a balloon burst occurred at 10 atm.